Event description:
A customer reported that on (B)(6) 2011 they observed a leak of diluent fluid from a coulter lh 500 hematology analyzer. The healthcare worker interfacing with the machine was wearing personal protective equipment, which included gloves and a laboratory coat, at the time of occurrence. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injury was reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event. There was an exposure plan in place at the facility and the material safety data sheet was available.

Manufacturer narrative:
Service was dispatched to the site on (B)(6) 2011 for this event. The field service engineer (fse) replaced the pinch valve which opens the drain path from the differential waste chamber. The fse verified repair per established procedures, and the instrument was returned into service.